Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noted while firing at 78% firing power. The user was unable to lower the power, but did come off the foot pedal to monitor. The physician did not perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.